Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm 7300tfxj mitral pericardial valve, implanted approximately four (4) years and six (6) months, was explanted due to mitral stenosis and regurgitation. The device was originally implanted for mitral valve replacement. After an implant duration of approximately two (2) years and a few months, the patient was admitted to the hospital for the treatment of unexplained (B)(6). No virus was identified. After an implant duration of approximately four (4) years and five (5) months, the patient developed heart failure with shortness of breath and was subsequently admitted to the hospital because of difficulty in receiving dialysis due to decreased blood pressure. The device was explanted and replaced with a non-edwards valve with no adverse patient events reported. The patient was on road to recovery after the surgery. On pod #2, dialysis was performed without any problems and there was no drop in blood pressure observed. However, the patient's blood pressure gradually decreased due to liver failure, and his general condition worsened, eventually he passed away on pod #4. The device was returned for evaluation. Patient medical history: dialysis patient. The doctor commented as follows: there was no causal relationship between (B)(6) and the device. Also, the explant was not related to device malfunction. The patient was a high-risk patient for surgery as he was a dialysis patient. It was considered that non-cardiac factors had contributed to the worsening of the patient's general condition, and there was no relationship between the device and the patient's death.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction.

Event description:
Edwards received information that a 29mm 7300tfxj mitral pericardial valve, implanted approximately four (4) years and six (6) months, was explanted due to mitral stenosis and regurgitation. The device was originally implanted for mitral valve replacement. After an implant duration of approximately two (2) years and a few months, the patient was admitted to the hospital for the treatment of unexplained hepatitis. No virus was identified. After an implant duration of approximately four (4) years and five (5) months, the patient developed heart failure with shortness of breath and was subsequently admitted to the hospital because of difficulty in receiving dialysis due to decreased blood pressure. The device was explanted and replaced with a non-edwards valve with no adverse patient events reported. The patient was on road to recovery after the surgery. On pod #2, dialysis was performed without any problems and there was no drop in blood pressure observed. However, the patient's blood pressure gradually decreased due to liver failure, and his general condition worsened, eventually he passed away on pod #4. The device was returned for evaluation. Patient medical history: dialysis patient. The doctor commented as follows: there was no causal relationship between hepatitis and the device. Also, the explant was not related to device malfunction. The patient was a high-risk patient for surgery as he was a dialysis patient. It was considered that non-cardiac factors had contributed to the worsening of the patient's general condition, and there was no relationship between the device and the patient's death. Product evaluation showed thickened leaflets, leaflet tears, and minimal pannus.

Manufacturer narrative:
H3: evaluation summary: customer report of stenosis was confirmed through observed thickened leaflets and host tissue overgrowth. Leaflet tears in the as received condition may lead to regurgitation. X-ray demonstrated wireform intact. Leaflet 1 had a 10mm tear near commissure 1. Leaflet 2 had a 3mm tear along the sewing ring near commissure 2 and a 12mm tear near commissure 3. All three leaflets were thickened and swollen near the commissures and at the tears. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the inflow aspect and 3mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Thickened leaflets and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut in multiple areas around the valve. Metal band was exposed around leaflets 1 and 3 on the inflow aspect.